Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter alleged that greater than five minutes was lost or gained per month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box data revealed no unexplained time loss or gain. A time keeping accuracy test was performed, and the pump maintained the time accurately during the 5 day duration of the test. The pump was left without power for 1 hour, and the pump powered back on with the default time and date setting. The time keeping accuracy test could not be successfully completed due to an internal battery failure; and therefore, the complaint could not be adequately investigated. Unrelated to the initial complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.